Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 1.50mm x 15mm emerge¿ balloon catheter was advanced for dilation. During the procedure, it was noted that the device had a shaft break. The procedure was completed with another emerge balloon catheter. No patient complications were reported and the patient's status was fine.